Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - (B)(6). Vantive healthcare - (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was wetness at the connection between the white clamp line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) guided the caregiver to drain using manual supplies and advised them to contact their nurse. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.